Event description:
Customer reports testing on the device at 379mg/dl and the paramedics were called. Within 5 mins, the paramedics reportedly tested customer at 31mg/dl on their device. Customer was given a glucose IV. No quality controls were used. Requested return of suspect device and replacement was sent.